Manufacturer narrative:
The customer was sent a pump to help resolve the issue. When the customer was diagnosed with the mastitis she stopped pumping. On 2/28/2017 the husband indicated that his wife was done taking the antibiotics and no longer had the mastitis. In follow up, a medela clinician spoke with the customer on 3/04/2017 and he indicated that everything was ok. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer's husband reported on 2/28/2017, that his wife had low suction with her pump in style advanced breastpump. The husband also stated that his wife had developed mastitis on (B)(6) 2017 along with an abscess and was prescribed antibiotics.